Manufacturer narrative:
Citation: egbe et al. Transcatheter valve replacement in adults with congenital heart disease¿the mayo clinic experience. Circ cardiovasc interv. 2025 dec;18(12):e015667. Doi: 10.1161/circinterventions.125.015667. Epub 2025 oct 27. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) in adults with congenital heart disease.  The study population included 341 patients who were predominantly male with a mean age of 38 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included melody (n=142) and harmony (n=23) bioprosthetic valves implanted in the pulmonary, mitral, and tricuspid positions.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: mean transvalvular gradient of 12 mmhg; moderate to severe paravalvular leak;  moderate to severe valvular regurgitation; hypo-attenuating leaflet thickening impacting leaflet motion; endocarditis; prosthetic valve dysfunction with a root mechanism of stenosis, regurgitation, unspecified structural failure, or valve thrombosis.  No further information was provided pertaining to medtronic products.